Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The implant site has healed. The pt remains implanted and continues to use the device. This is the final report.

Event description:
The company was informed that the pt underwent MRI procedure with the internal magnet in place and the pt began to experience swelling and pain at the implant site. An x-ray confirmed that the magnet has migrated. On (B)(6) 2015, the pt's magnet was repositioned.